Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient's left hip was revised 10 years post-implantation due to allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.